Event description:
The patient underwent bronchoscopic lung volume reduction surgery (blvr) for the treatment of emphysema on (B)(6) 2023. Three spiration valves (two svs-v9-00 and one svs-v7-00) were placed in the left lower lobe. The patient was monitored in hospital in accordance with standard procedure. Overnight telemetry monitoring, three days post blvr procedure (on (B)(6) 2023), showed frequent premature atrial contractions (pacs) and subsequently changed to atrial fibrillation in the morning. Atrial fibrillation was determined by the physician to be related to the blvr procedure. An electrocardiogram done on (B)(6) 2023 showed atrial fibrillation, heart rate at 92 and incomplete right bundle branch block. Patient was asymptomatic. The patient was seen by electrophysiologist at hospital and was prescribed beta blocker/anticoagulation medication at discharge on (B)(6) 2023. The patient was referred to cardiologist for further follow-up. The patient saw the cardiologist on (B)(6) 2023 and was determined to be asymptomatic; however, the patient continued the anticoagulant medication. As of on (B)(6) 2023 the patient continues to be asymptomatic.

Manufacturer narrative:
Physician concluded the atrial fibrillation was related to initial valve placement and not related to the spiration valve devices (svs-v9-00 lot#: ws285008 manufactured 21 nov 2022, svs-v9-00 lot#: ws229269 manufactured 04 apr 2022, and svs-v7-00 lot#: ws260284 manufactured 24 aug 2022). H3 other text : valves were not removed.